Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 lead, implanted (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient experienced a fall after initial implant, which resulted in replacement of the right ventricular (rv) lead with a competitor product. No further patient complications have been reported as a result of this event.